Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead exhibited increased threshold measurements of 3.5 v at 1.0 ms resulting in loss of capture. It was also noted that pacing was not being delivered. The lead was found to have dislodged. An invasive procedure was performed to reposition the lead. The helix would not retract and the physician elected to implant a new lead. This lead was successfully explanted and replaced. No adverse patient effects were reported. This lead is not expected to be returned as it was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.